Event description:
A caller reported a malfunction on their pump, identified by a malfunction code that could not be reset. This issue caused the customer's blood glucose level to rise to 502 mg/dl. To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. As a corrective action, technical support decided to replace the pump, although it was out of warranty. The customer expressed interest in an out-of-warranty loaner pump, and after verifying necessary information and completing the required agreements, the loaner pump was dispatched. Additionally, the customer was informed of the updated software included in the replacement pump, which they acknowledged and understood.